Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Call was disconnected due to technical issues, and no additional information was received regarding the outcome of the event. Upon patient calling back cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.